Manufacturer narrative:
A review of the mfg records indicated that all device specs and quality requirements were satisfied. The device in the incident was not returned for eval. Without an eval of the device involved we are unable to determine the cause or factors that may have contributed to this event.

Event description:
Fissure (cracked) below hub of the catheter.